Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial tachycardia procedure with a preface guiding sheath with multipurpose curve and the hub detached at the end of the procedure. The sheath was replaced. No patient consequence occurred during the procedure. Upon return, a kink was found approximately 5 cm from the detached hub. No internal components were exposed, making the risk to the patient remote. Thus, the kink observed on the sheath is not reportable. Hub separation from the sheath has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent a right sided atrial tachycardia procedure with a preface® guiding sheath with a multipurpose curve and the hub detached at the end of the procedure. The returned device was visually inspected. The visual inspection found that a cannula sheath was received for analysis inside a plastic bag. Additionally, the brim cap was received detached from the preface molded hub. No anomalies were observed on the thread of hub (snapring) of the preface or on the received brim cap. No other anomalies or damages were observed. The hub ring outer diameter (od) and brim cap inner diameter (ID) were measured and were found to be within specification. Functional testing was performed. The received cap was affixed (snapped) onto the cannula hub thread and functional insertion withdrawal test performed using a lab sample preface vessel dilator. An insertion withdrawal test was simulated by advancing and retracting the vessel dilator through the cannula sheath unit and no anomalies observed during test. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified, due to the valve cap being received separated. However, functional and dimensional analysis results showed that the thread of hub and cap component did not present any anomaly. The cause of the separation of the cap component from the cannula hub could not be determined during the analysis. Manufacturer ref no: (B)(4).